Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose of 450 mg/dl. The customer was at 160 mg/dl after treating for the high blood glucose with insulin pump. The customer believes the pump is over delivering. The customer also had issues with a bent infusion set cannula. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.